Event description:
A healthcare professional reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation due to cyst in the sulcus. Due to lens rotation due to cyst in the sulcus, the lens was exchanged for a different model but same length lens. The problem was resolved. Cause of the event was reported as patient related. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Manufacturer narrative:
B5 - a healthcare professional reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation due to cyst in the sulcus. Due to lens rotation due to cyst in the sulcus, the lens was exchanged for a different model but same length lens. The problem was resolved. Cause of the event was reported as patient related. It hasbeen noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Remove therefore, there is not enough safety and effectiveness data to support implantation in this patient category from the initial MDR . G4 - premarket identification PMA/510(k): p030016 [x] combination product remove from the initial MDR. Claim #(B)(4).